Event description:
During a pulmonary vein isolation procedure, after mapping the left atrium, the physician pulled the catheter back into the sheath and was then not able to push the catheter of the the sheath. An x-ray revealed a kink in the distal part of the sheath. Another sheath was used to continue the procedure. At the end of a pulmonary vein isolation procedure, small particles which were on or in the sheath when removed from the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
Initially reported as skiving event however skiving was not noted during investigation making this event no longer reportable. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. A piece of white gauze and a blackish substance were also returned. The reported event of foreign material was confirmed. A blackish substance was found inside the returned gauze. Additional testing revealed the returned foreign material appeared to match biological material and had a reddish color when crushed into finer pieces. The original sterile packaging had been opened. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material remains unknown.